Manufacturer narrative:
(B)(4)/ the device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a catheter fell out of patient after a few days wear. The balloon was still fully inflated, but was loop-sided. The patient's condition was reported as fine, catheter was replaced.

Event description:
It was reported that a catheter fell out of patient after a few days wear. The balloon was still fully inflated, but was loop-sided. The patient's condition was reported as fine, catheter was replaced.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. There was no sample returned for investigation. Therefore, investigation was conducted based on current production samples which are same type and same size with the complaint device. Based on the investigation conducted, the balloons could inflate symmetrically and passed the symmetrical ratio. Therefore, this com plaint could not be confirmed.